Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 1.5mm x 12mm emerge balloon catheter was advanced and the balloon was inflated. However, the balloon ruptured at 10 atmospheres on the second inflation. The entire device was removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.